Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Customer changed out pump supplies to resolve issue and continued to use pump for insulin therapy.